Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer reported that they encountered an insulin flow blocked and then after trying all the remedies they again encountered insulin flow blocked. The patient customer tried different cannula lengths. The customer mentioned that they used different site. The customer stated that the tubing is not bent or kinked. The customer was advised to revert to backup plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with corroded battery tube.